Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 133 mg/dl. Customer stated that the insulin pump had frozen display and buttons was not responding. Customer was assisted with troubleshooting. Customer was able to clear the pump errors, power loss alarm and program pump. Customer was able to rewind the insulin pump and resume basal delivery. The insulin pump will not be returned for analysis.